Manufacturer narrative:
This report is submitted on september 25, 2020.

Event description:
Per the clinic, the patient experienced skin necrosis due to magnet retention issues. Additional information has been requested but has not been made available as of the date of this report.